Event description:
It was reported that during a cholecystectomy procedure, although the device was fired properly on the cystic duct at the first firing, the second clip did not come out. The second device was used, but the same event occurred. Additional sutures were performed. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4): double feed, advancer bypass toward tissue stop. The analysis results of the el5ml device a found that it was received with the jaws in the closed position and with one pear shaped clip jammed in the jaws. The trigger was manually assisted in order to open the jaws; it opened without any difficulties. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, a double feed and the tip of the advancer slid toward tissue stop occurred during two non-consecutive firing sequences. During these incidents the jaws remained in the closed position. The trigger was manually assisted in order to open the jaws; pear shaped clips were released. It should be noted that a corrective action has been initiated to address the root cause of the advancer bypass issues. The remaining clips were fed and properly formed and then, the device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error. The batch record was reviewed and no anomalies were noted during the manufacturing process. The analysis results of the el5ml device b found that it was received with the jaws in the closed position and with one pear shaped clip jammed in the jaws. The trigger was manually assisted in order to open the jaws; it opened as intended. In an attempt to replicate the event reported, the device was tested for functionality. Upon firing, it fed and properly formed the remaining clips. Additionally, the device locked out as intended but the orange indicator was not visible. A possible cause for the indicator failure may be a previous feed error. The batch record was reviewed and no anomalies were noted during the manufacturing process. Device b additional information: batch # f9h609; expiration date: 06/2014; manufacturing date: 07/2009; orange indicator did not show up, jaws unable to open, open after assist.